Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, after deploying the clip within the cecum, it was not able to be released onto the mucosa. The physician biopsied the site in order to remove the clip, and then the device was withdrawn from the patient. Reportedly, the scope was slightly torqued within the patient and the click of the handle was heard during deployment. The case was completed with another resolution clip. No patient complications resulted from this event.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy performed on (B)(6), 2012. According to the complainant, after deploying the clip within the cecum, it was not able to be released onto the mucosa. The physician biopsied the site in order to remove the clip, and then the device was withdrawn from the patient. Reportedly, the scope was slightly torqued within the patient and the click of the handle was heard during deployment. The case was completed with another resolution clip. No patient complications resulted from this event.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and returned inside the packaging. Additionally, a kink was present in the control wire. The over sheath and sheath grip were not returned with the device. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.